Manufacturer narrative:
The front bezel assembly was returned to manufacturing. Previous investigation on similar failure indicates the root cause of the nav-ring failures was determined to be liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
The customer reported a ventilator with a defective nav-ring discovered during pre-use set up. The device was evaluated by the customer and a philips field service engineer (fse). The customer confirmed the reported problem occurred repeatedly. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The fse replaced the front bezel. The unit was then functionally tested and successfully passed all specified tests. No other abnormality was observed.